Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent monitor board was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that while switching the patient, a black screen appeared on the respirator with a message: failure of the respirator; please be prepared to disconnect patient from the respirator and perform manual ventilation. There was no report of patient injury.